Event description:
See also manufacturer report 3004209178-2010-01575. The patient programmer indicated that one of the systems was not working. Further information is being requested at this time.

Manufacturer narrative:
(B)(4)